Event description:
The patient reported that within the last week, 5 v-go devices that have fallen off. The patient confirmed that she takes an alcohol swab to clear the infusion site prior to applying the v-go. The patient mentioned that the adhesive is not sticking and had v-go devices fell off on (B)(6).